Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, leadscrew anomaly and possible under delivery anomaly. The event involved product(s) mmt-105nnpkna. Troubleshooting was performed, the insulin did not exit after multiple priming attempts and changing insulin cartridge. No further patient complications were reported. The customer will discontinue use of the device. Mmt-105nnpkna was requested and customer response was the device will be returned.

Event description:
Updated summary: the customer did not receive possible under delivery anomaly.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. Information has been provided in section b5, h6(medical device problem code as deleted rfr ea17 rfr) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.